Event description:
One endeavor drug eluting stent was implanted during the index procedure in an unknown vessel. It was reported that approximately 5 months post index procedure, the patient experienced stent thrombosis of the stent. Revascularization was performed as a result of this event.

Event description:
Angiography performed for the previously reported stent thrombosis event approximately 5 months post index procedure did not show a thrombosis of the study stent. Lesion location was identified as the lad.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: known inherent risk of procedure ¿ (stent thrombosis). (B)(4).